Event description:
S [situation]: while compounding ids [integrated delivery system] dose [redacted] (our IV technician) noticed that 2h8671 0.2-micron filter has broken membrane. B [background]: 2h8671 filters are used for some IV doses when needed. When study medications are prepared supplies are sent by ids pharmacy. A [assessment]: filter was replaced with new one and defective one segregated. Our inventory was check for the same lot number and we did not find any more defective. Ids pharmacy notified about that, and they also check their inventory r: I would like to recognize [redacted] for reporting the issue and paying attention to details. Great catch!! Product info non-dehp extension set 2h8671 lot (10)r24j22178 [redacted] email sent to baxter [redacted] mailed on ups trk# [redacted]. Manufacturer response for IV tubing, 0.2-micron filter: non-dehp extension set (per site reporter).